Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the speaker holes appeared to be dirty with debris. Also, after the second altitude alarm occurred and while changing the cartridge, the customer noticed that the cartridge was leaking from the bottom. The customer believed the leak came from the o-ring. The customer's blood glucose level was over 300 mg/dl and it was addressed with a manual injection. A follow up with the customer indicated that a new cartridge was able to be loaded and insulin delivery was resumed.